Event description:
It was reported that the pt presented with acute drug withdrawal symptoms on (B)(6)2010 and was admitted to ER. Upon interrogation of the pump, it repeatedly indicated a motor stall. The pt was immediately sent to surgery where the entire system was explanted and replaced. Telemetry indicated 6 months of life remaining. The pt appeared to be stable and in recovery. The medications in the pump were noted as an admixture of fentanyl, bupivacaine, clonidine, and baclofen. The pt had been in active withdrawal since 10 pm on (B)(6)2010. The pt contacted the clinic after receiving an error code on her ptm. She then presented to the clinic with numbness in her lower extremities, excessive sweating, increased pain, and nausea. The baclofen was noted as 1000 mcg/ml, with a dose of 801.2 mcg/day; the fentanyl was noted as 500 mcg/ml with a dose of 400.61 mcg/day; the bupivacaine was noted as 40 mg/ml with a dose of 32.049 mg/day; and the clonidine was noted as 300 mcg/ml with a dose of 240.37 mcg/day after a 25% dose increase on (B)(6)2010. The pump and catheter were explanted and replaced on (B)(6)2010. The pump contained compounded baclofen.

Manufacturer narrative:
(B)(4): final device analysis revealed a reliability non-conformance on pump (B)(4) for corrosion and mechanical wear. Analysis showed bupivacaine was detected on gear wheel two and the jewel plate. Visual analysis of the catheter showed holes 0.3 cm from proximal end, abrasion in the medial catheter segment just under the strain relief shroud and twist marks and abrasions in the distal catheter segment at the 4-5 cm mark. Analysis of the admixture concentration and ph from pump reservoir samples showed 0.3 mg/ml clonidine, 0.9 mg/ml baclofen, 38 mg/ml bupivacaine, 0.5 mg/ml fentanyl at a ph of 4.6.